Manufacturer narrative:
Batch review performed on 22 september 2020: lot 1908987: (B)(4) items manufactured and released on 19-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, 310 items of the same lot have been already sold without any similar reported event. Additional device involved batch review performed on 22 september 2020 liner: mpact 01.32.3241hc4 offset 4mm pe hc liner ø32/d (k183582) lot 1810832: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, 5 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 month after primary surgery, reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the head and liner. The surgery was completed successfully.